Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created due to unf and medical records receipt through the cd shipment received last (B)(6) 2021. The pc ad and ra awareness date is being updated to aug 25, 2021 which is file review date. After review of the medical records implant operation note reported there was intra-op fracture during primary fixed with cerclage wires. Doe: 2010, right hip.